Event description:
It was reported that the patient complained of diaphragmatic stimulation, and the left ventricular (lv) lead was found to have dislodged. The lead was initially programmed off, and was later explanted and replaced. During the replacement procedure, the new lv lead was unable to be placed due to the patient's anatomy. The lead was not used and another lead was implanted. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935, lead, implanted:(B)(6) 2011. (B)(4).